Event description:
Reportedly, stapler fired without problem - no obvious defect in staple line, hemostasis achieved, procedure done. Patient developed ileus 4 days post op. Re: operated on august 3, 2006. Patient exhibited nausea, vomiting, green discharge in drain. Still stick with multiple abscesses. Diverting ileostomy, major abdominal sepsis dvt. Procedure: cystectomy.